Event description:
Caller reported a malfunction on the pump, which did not cause their blood glucose level to exceed 500 mg/dl, indicating there was no adverse impact. The customer reverted to an alternate method of insulin therapy.